Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right atrial (ra) leadless pacemaker (lp). Provocative testing was performed and the loss of capture was reproduced. The ra lp was reprogrammed. The patient was in stable condition.